Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation:patient unsatisfied health effect - (B)(6). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast reconstruction primary with an unknown mentor breast implant which the patient is unsatisfied with the the way the left implant looks. The implant was exchanged to make it slightly smaller; to match the right side.the implant was replaced with cat#:3503751bc, sn#: (B)(4) on (B)(6) 2011.